Event description:
It was reported that a male patient underwent a revision surgery due to the stem fracturing 5 years post op. According to the surgeon, the patient worked in the garden and fell from the ladder.